Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdominal and lower back area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain in abdominal and lower back area"), headache ("headache/ continuous headache"), oedema ("edema/ painful edema"), weight increased ("weight increase"), tooth disorder ("condition of teeth worsened"), alopecia ("loss of hair"), fatigue ("tiredness/ exhaustion"), cutaneous symptom ("skin symptoms"), allergy to metals ("worsening of nickel allergy"), dyspepsia ("digestion problems") and memory impairment ("memory problems"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, back pain, headache, oedema, weight increased, tooth disorder, alopecia, fatigue, cutaneous symptom, allergy to metals, dyspepsia and memory impairment had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cutaneous symptom, dyspepsia, fatigue, headache, memory impairment, oedema, tooth disorder and weight increased to be related to essure. The reporter commented: symptoms started less than a year after essure insertion and disappeared after implants were removed. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdominal and lower back area") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("pain in abdominal and lower back area"), headache ("headache/ continuous headache"), oedema ("edema/ painful edema"), tooth disorder ("condition of teeth worsened"), alopecia ("loss of hair"), fatigue ("tiredness/ exhaustion"), cutaneous symptom ("skin symptoms"), allergy to metals ("worsening of nickel allergy"), dyspepsia ("digestion problems") and memory impairment ("memory problems") and was found to have weight increased ("weight increase"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, back pain, headache, oedema, weight increased, tooth disorder, alopecia, fatigue, cutaneous symptom, allergy to metals, dyspepsia and memory impairment had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cutaneous symptom, dyspepsia, fatigue, headache, memory impairment, oedema, tooth disorder and weight increased to be related to essure. The reporter commented: symptoms started less than a year after essure insertion and disappeared after implants were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.